Manufacturer narrative:
Qc prior to and after the event was within the lab-established ranges. A field service engineer (fse) replaced the syringe plunger. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneous glucose (glu) results generated by the unicel dxc 600 pro synchron clinical systems. The original result obtained was 61 mg/dl. Upon automatic critical rerun the result obtained was 113 mg/dl. The samples were repeated and the results obtained were 124 and 123 mg/dl. The erroneous result was not reported outside of the lab. There was no affect to the patient or the user associated with this event.